Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear with her ci. An accident or trauma is not known. The external parts have been checked. Testing shows that the device has malfunctioned.